Event description:
Information provided states that 2 rods broke into treatment. Patient had occipital to c6 surgery some time ago. Original surgery information is not available. The rods broke at the transition point at c2. The rods were removed and replaced with new rods.